Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. No pump error alarm, battery failed alarm or blank display noted. The battery tube connector plugged in properly to 1 during visual inspection. However, insulin pump received with a high sleep current measurement and active current measurement and pump error alarm, problem isolated to the . Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received lot of insulin pump issues as well as motor keeps failing and insulin pump keeps shutting off. Customer¿s blood glucose level was 82 mg/dl. Customer also reported that the insulin pump had received motor power supply voltage error detected and this was measured before each single pump stroke and then continually measured periodically during the entire motor driving period, all battery failed, power loss and all battery related issues. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer was assisted with performing displacement test and the test result was received no reservoir detected. Customer was assisted with performing self test and the test was pass. Troubleshooting was performed. Customer was advised to the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup. The insulin pump will be returned for analysis.